Event description:
It was reported that within a day after the right ventricular (rv) lead implant, the slack had been pulled out and the rv lead was pulled back. It was also reported that there was intermittent rv capture and undersensing of the patient's native rhythm. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, blood was observed on the sleevehead of the lead and visual summary analysis of the lead indicated apparent explant damage.